Manufacturer narrative:
Retainer ring=clear. The pump was returned for cosmetic damage at the battery cap and unexpected pump error alarms found on (B)(6), 2021. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected e/a alarm unspecified alarms noted during testing. However, pump error 63 (variable=3) alarms confirmed in the pump history/trace files on (B)(6) 2021 at 8:33pm. No damage noted on the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: battery cap contact missing, scratched case, cracked keypad overlay, keypad overlay texture damage, and cracked retainer ring. Unexpected pump error 63 (variable=3) alarms confirmed in the pump history on (B)(6) 2021 at 8:33pm due to broken trace at pin#1 (vdd) at u1 keypad assembly. Battery cap damaged confirmed, however unit received was properly tested using a test battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that terminal on the back side of the battery cap of the insulin pump often came off. No harm requiring medical intervention was reported. The device will not be returned for analysis.